Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring around 400 mg/dl with strong, fruity breath odor, polydipsia, lightheadedness and dehydration. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management; the patient self-treated with insulin injections the reporter alleged having temperature issues with the pump for approximately two weeks. The reporter stated that when the patient changes the cartridge and the infusion set, everything is alright. However, after two days the patient¿s blood glucose becomes elevated. The reporter stated that when this occurs the patient removes the cartridge from the pump and finds the cartridge is too warm and the temperature of the pump is warmer yet. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a pump temperature issue.